Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to right heart failure and an acute kidney injury.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported right heart failure, renal dysfunction, and patient outcome could not be conclusively determined through this evaluation. The account reported that the patient expired due to right heart failure and acute kidney injury. The account later reported that the patient had a history of chronic kidney disease and right heart failure prior to left ventricular assist system (lvas) support. Additionally, the death was not device-related and the lvas was operating as intended. The account communicated that heartmate 3 lvas, serial number (B)(6), was not explanted and would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU lists death, right heart failure, and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Lvas. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 1, "introduction," explains that ventricular blood may flow either through the left ventricular assist device (lvad) or the aortic valve to reach the aorta, the proportion of which depends greatly upon the degree of the patient's cardiac function and the set speed of the lvad. No further information provided. The manufacturer is closing the file on this event.

Event description:
Patient had a history of chronic kidney disease and right sided heart failure prior to vad insertion. The death was not device related and the vad was operating as intended.